Manufacturer narrative:
Tracking number: (B)(4).

Event description:
Procedure type: laparotomy. According to the reporter: while in pacu there was wound dehiscence and evisceration. On re-exploration, the sutures were broken. The sutures were not untied or migrated through the fascia. The product was removed and another was placed without any complication.